Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user entered a meal announcement and experienced hyperglycemia with blood glucose rising from 122 mg/dl to a peak of 304 mg/dl for approximately three hours, after which a correction appeared to begin lowering levels. Symptoms included nausea and dizziness. Outcomes included no hospitalization, no ketone testing, no ketone action plan, and no suspension of insulin. The user used oral glucose tablets during the event. Investigation included troubleshooting and education with the user. Investigation of this case revealed no definitive device malfunction and the cause of hyperglycemia was unclear. It was concluded that the event was user-reported hyperglycemia with unclear cause and no confirmed device failure.